Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Ten retained samples were used for functional tests, where each sample was used to draw six vacutainers with water. After the tubes were drawn, the safety shield was applied to the cannula with no leakage observed, and the safety shield was applied successfully. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: defective locking mechanism and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there is blood leakage from the non patient end of the device. Also, when using another bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the safety mechanism fell off of the device and the user got a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "one case that safety shield didn't worked (fell down) and nurse got nsi. The nurse who got nsi has tested but no test results yet."